Manufacturer narrative:
(B)(4). The device history review for product dermahook 1/2 hook 10 pkg/bx 6 hks/pkg, lot #73b1600483, investigations did not show issues related to the complaint. The facility has communicated that the device is not available for evaluation. The manufacturer will continue to monitor and trend related events.

Event description:
Two of the elastics broke during the procedure. There was no patient harm.